Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak and inflation issue could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. Furthermore, it is likely that the leak contributed to the reported inflation issue; however, it is unknown what caused the leak, therefore, a conclusive cause for the leak or inflation issue cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device returning from yes to no.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification, moderate tortuosity and 80% stenosis. The 4x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and inflated; however, it was seen the balloon only partially inflated and the device was losing pressure. It was noted there was a leak at the hub of the device. The balloon was removed and a new armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported complaints could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. In this case, it is possible that the inflation device did not form a secure connection with the armada 35 device giving the impression of a leak and subsequently an inflation issue; however, a conclusive cause cannot be determined since the complaints could not be confirmed during return analysis and the inflation device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes. H6: corrected type of investigation code 4114 was removed. H6: correction investigation findings code 3221 was removed. H6: correction investigation conclusions code 4315. H11: additional mfg narrative: revised.